Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The evaluation confirmed the user report. The device was not functioning due to a detached cable. Button #1 was also cut. The evaluation also found tear marks and leaking on the forceps passage, leaking in the biopsy channel, a loose probe unit, peeling of the forceps cover glue, a loose elevator, and a broken element in the ultrasound imager. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the evis exera ii ultrasound gastrovideoscope would not capture images during the unspecified therapeutic procedure. No harm to the patient or impact to patient care was reported. No other information was provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the adhesive has peeled off due to damage of the distal end, likely caused by physical stress / external force being applied. A review of the instructions for use identified the following verbiage under "inspection of endoscope": "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities".